Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a localizer faulted error. There was no patient involvement. The bump and internal temperature exceeded were erroneous. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: 9735821, lot number: p900545 h3, h6: the system was serviced in the field and the camera was replaced. B01, c08, and d02 are applicable. The camera (product ID: 9735821, lot number: p900545) was received by the manufacturer for analysis. An electrical failure was confirmed. The returned positioning sensor unit (psu) has many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to may 2018, and intermittent illuminator current low dating back to may 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .492mm with a passing threshold of .250mm. B01, c02, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.